Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "check circuit" alarm was noted. The device's blower was replaced to address the issue. Additional findings not related to the malfunction/issue: the front cover required replacement due to cosmetic damage.